Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: three (3) devices were received for evaluation. A visual inspection with the naked eye noted a white tape on the individual y ¿ sets that were translucent inside the bulk packs. Staining was observed on the UDI label. The transparent white tape and the staining on the UDI labels were not considered a defect. The white tape were positioned onto the disconnect y-sets for packaging purpose only. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one unit of an ultra set disposable disconnect y-set had a contamination issue. This was further described as, ¿there was oil in the drain bag¿. This was identified prior to use for peritoneal dialysis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.